Event description:
Customer reported that she had high blood glucose due to her reservoir was leaking insulin into the insulin pump reservoir compartment. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 490 mg/dl. Customer stated that she was vomiting and lost conscious prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-92731.